Event description:
It was reported that the patient has expired after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received.per the operative report of (B) (6) 2009 , "brisk bleeding" was encountered during the operation...despite a massive transfusion of blood and blood products, and the use of topical agents placed somewhat blindly in the posterior aspect of the heart, the bleeding remained significant. Also, the left ventricular and right ventricular function started to decline before our eyes. I did manage to place chest tubes and sternal wires and get the skin closed with staples before the patient succumbed and expired in the operating room on the table. I did speak to the family at length after the procedure as well."

Manufacturer narrative:
The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Customer letter with evaluation and DHR results sent and attached to file. Evaluation summary: infection suspected since the valve exhibits extensive vegetation-like growth in the belly region of all three leaflets at the inflow aspect. It also covered the free margins of leaflets 1 and 2 at commissure 2, at the outflow aspect. Extensive vegetation deposits pushed all three leaflets into an open like position, and restricted mobility and proper coaptation. The dense layer of vegetation deposits filled most of the orifice thus leading to stenosis. Host tissue is minimal to moderate at the stent inflow, and minimal at the stent outflow. The x-ray demonstrates cloudy center due to vegetation described above.

Manufacturer narrative:
Explant of mc3 was reported. Confirming if we can return the valve for evaluation. Customer letter is required. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Requested response from microbiology regarding return of the device on 11/10/2009. Resent request 11/19/2009. Device not returned.

Event description:
Reportedly, the device was explanted after an implant duration of 11.67 months, due to endocarditis. Per the cer: perimount plus was implanted to correct mitral regurgitation in 2008. Patient also had tricuspid regurgitation and atrial fibrillation. Mc3 was implanted in tricuspid position and pace maker were also implanted at the same operation. In 2009, patient said he is in bad shape and mitral regurgitation due to ie and tricuspid regurgitation were observed. The following month, perimount plus and mc3 were explanted, due to mitral regurgitation related to ie and tricuspid regurgitation. Another device was implanted as a replacement. Tap by kay's method was also performed. Customer commented that there was a severe fungal proliferation observed on the valve.